Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported that (B)(6) 2010 in-office device reported battery voltage was 2.95v and now is 2.38v. Follow-up efforts have not been able to obtain the device serial number. The status of the device is unknown. No patient complications have been reported as a result of this event.